Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B) (6) 2010, the patient was implanted with four gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. During the final angiography, a slight dissection from an unknown origin was detected near the proximal side of the trunk-ipsilateral leg component. An aortic extender component was additionally implanted to treat the blood flow into the dissection cavity. The dissection blood flow was resolved and the patient tolerated the procedure.